Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: everything seemed to fire just fine but once the knife was retracted, the device appeared to have misfired/partially fired. Using white loads, the two firings on the small bowel had resulted in spilled, malformed and many unformed staples. Surgeon had to put in a hand port (5cm) to mitigate the issue. There was minimal unanticipated tissue resection to correct the staple line. There was also a hand sewn repair. Or time was extended by 40 minutes. No reinforcement material was used.